Event description:
It was reported that the pt had a sheath introducer in place through which a swan ganz catheter was placed. The catheter was removed after six days. The sheath introducer was left in place and the pt developed an air embolism, and required ventilator support. The pt is now off the ventilator and there were no further complications.